Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remains implanted so was not available for evaluation; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis, stroke and neurological deficit are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event. The product was not available for analysis and although there are many potential causes for the reported proximal tines of the stent did not open; review and analysis of available information failed to identify a definitive cause. Therefore, an assignable cause of undeterminable has been assigned to this event.

Event description:
Following angioplasty, a stent was implanted in the intended location of the left m1 middle cerebral artery (mca) without any difficulties. However; the proximal tines of the stent did not open. Following angiography showed that the blood flow was slow at the proximal part of the stent. Intra-arterial administration of tirofiban did not improve blood flow. Angioplasty was performed to expand the proximal part of the stent and the stent tunes opened during the balloon inflation but closed again after the balloon was removed. Post procedure, a computed tomography (CT) scan showed the infarction in the stent implanted area. The physician was sure that there was thrombus formation at the proximal not-opened part of the stent. This thrombus caused a massive cerebral infarction with subsequent right body hemiplegia. Drug therapy (not specified) was administered to the patient to treat the complications. The patient¿s condition improved with the right body myodynamia changed to level 0; however, the patient is still in the hospital.

Manufacturer narrative:
The device remains implanted.

Event description:
Following angioplasty, a stent was implanted in the intended location of the left m1 middle cerebral artery (mca) without any difficulties. However; the proximal tunes of the stent did not open. Following angiography showed that the blood flow was slow at the proximal part of the stent. Intra-arterial administration of tirofiban did not improve blood flow. Angioplasty was performed to expand the proximal part of the stent and the stent tunes opened during the balloon inflation but closed again after the balloon was removed. Post procedure, a computed tomography (CT) scan showed the infarction in the stent implanted area. The physician was sure that there was thrombus formation at the proximal not-opened part of the stent. This thrombus caused a massive cerebral infarction with subsequent right body hemiplegia. Drug therapy (not specified) was administered to the patient to treat the complications. The patient's condition improved with the right body myodynamia changed to level 0; however, the patient is still in the hospital.